Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
American orthopaedic foot & ankle society (2006) published ¿hallux metatarsophalangeal joint arthrodesis using dome-shaped reamers and dorsal plate fixation: a prospective study¿. The purpose of this study was to determine the results of one method using dome-shaped reamers to prepare the joint surfaces and a low-profile dorsal titanium plate for internal fixation. Fifty patients (54 feet) had first mtp joint arthrodesis with a dorsal titanium plate with preset valgus and dorsiflexion after the joint surfaces were prepared with matching male and female dome-shaped power reamers to achieve congruous cancellous bone surfaces. Forty-nine of 53 patients returned for follow up at an average of 16 months after surgery. The plate was removed because of malrotation of the phalanx as a residual of the initial operation and not due to discomfort. This patient has done well after hardware removal and derotational osteotomy through the mid-proximal phalanx.

Manufacturer narrative:
An initial medwatch was submitted against the hallulock plate. However, clarifications were made that the product in question is a hallufix plate. The device in question was not returned for evaluation. A review of the current instruction for use was performed. However, as no product ID and no manufacturing lot number was provided to integra, no device history record (DHR), design specification or design change record will be performed. Indeed, despite photo that is showing a 6-holes plate hallu®- fix (p/n 117450, lot d071) fixed on the first mtp, there is no information that could link this product to this incident. As DHR review and failure analysis could not be performed, root cause cannot be determined.